Event description:
Additional information was received. After the power supply was replaced, successful data transmission was verified.

Manufacturer narrative:
- -

Event description:
Boston scientific received information that after a recent power outage, when this device was plugged in, a burning smell was noted. In addition, a "sissing" noise was heard. The green light is off on the power cable. A new power and phone cord were sent to the patient. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this device remains in service. Should additional information become available, this event will be updated.